Manufacturer narrative:
A steris service technician arrived on site to inspect the sterilizer and found that the bolts that attach the top panel to the sterilizer were missing. As the bolts were missing, the top panel was not properly secure subsequently causing the panel to fall and contact the employee. The technician secured the top panel, tested the sterilizer, confirmed the unit to be operating according to specification, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that the top panel to their 54" evolution sterilizer fell off after an employee closed the sterilizer's door. As the panel fell, the employee tried to catch it and it contacted their nose. The employee also sustained an injury to their shoulder. Medical treatment was sought and administered (ice pack).